Event description:
It was reported that a deformed tip of the access system dilator occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was advanced, and the wire kinked in the was, causing a tear in the iliac vein. Upon removal of the was, the dilator of the was was deformed along the tip of the device. A new was was used to complete the procedure. Post procedure, the patient had a blood pressure of 40 and had a bad venous access, so medications and holding pressure on the access site helped, but ultimately a venous stent was used to close the bleed caused by the wire. The patient stayed overnight and was discharged home the following day.